Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the unspecified timing, the brush part of the channel cleaning brush fell into the channel of the subject device and the channel clogged with the brush part. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue was most likely caused due to regular usage over time. However, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.